Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and loss of capture (loc). The loc resulted in pauses in pacing and the patient experienced a syncopal episode. An revision procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was successfully repositioned and remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.